Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. The user provided one example of a female pt born on (B)(6), with an initial calcium results of 15.7 and 15.6 mg per dl, repeat 9.7; bicarbonate initial result of greater than 50 mmol per l with a data flag, repeat result of 30 mmol per l; glucose initial result of 159 mg per dl, repeat result of 84 mg per dl; potassium initial result of 5.5 mmol per l, repeat result of 4.8 mmol per l and initial total protein result of 12.0 g per dl, repeat result of 6.5 g per dl. The user stated they submitted corrected reports for some of the samples. No further info was provided. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial glucose 141 mg per dl, repeat 89 mg per dl; initial alkaline phosphatase 231 u per l, repeat 143 u per l. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial glucose 237 mg per dl, repeat 145 mg per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial potassium 4.2 mmol per l, repeat 5.0 mmol per l; initial glucose 60 mg per dl, repeat 83 mg per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial alkaline phosphatase 114 u per l, repeat 73 u per l; initial albumin 5.5 g per dl, repeat 4.4 g per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial alkaline phosphatase 176 u per l, repeat 113 u per l; initial glucose 168 mg per dl, repeat 91 mg per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial alkaline phosphatase 260 u per l, repeat 166 u per l; initial albumin 4.9 g per dl, repeat 4.3 g per dl; initial glucose 169 mg per dl, repeat 102 mg per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial alkaline phosphatase 92 u per l, repeat 58 u per l; initial glucose 140 mg per dl, repeat 74 mg per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial alkaline phosphatase 155 u per l, repeat 97 u per l, initial glucose 161 mg per dl, repeat 101 mg per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial total bilirubin 0.50 mg per dl, repeat 5.90 mg per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.

Event description:
The user stated she had critical values for all of her pt samples and repeated them with similar results, so on (B)(6) 2009, she changed probe b and c, then repeated 13 samples. Initial alkaline phosphatase 183 u per l, repeat 118 u per l, initial albumin 5.5 g per dl, repeat 4.5 g per dl, initial glucose 271 mg per dl, repeat 158 mg per dl. The user stated she then ran 10 new pt samples and again rec'd critically high results. None of these erroneous results were reported. The field service rep determined the probe c tubing was crushed and replaced probe c. He verified the analyzer operation by running precision testing and qc which were acceptable. On (B)(6) 2009, after the service visit, the user repeated the samples from (B)(6) 2009. Of the data provided, 10 add'l pt samples had discrepant results.